Manufacturer narrative:
A visual inspection of the returned devices showed that the bottom of the device that is supposed to be fully compacted against the rod during final torquing of the plug was not completely compressed. One of the plugs showed signs of thread damage. There was no other visible damage to the device. The plugs was threaded into the seat of a conforming polaris 5.5 screw seat and the fit was as expected. There was some slight play on the plug that showed thread damage. Review of device history records show that lot released with no recorded anomaly or deviation. Based on the available information is not possible to definitely determine a root cause for the reported failure however there are a few potential root causes that may have contributed to this event. It is likely that the root cause for the reported event is either improper final torquing or skipping this step altogether, and/or cross threading of screw and plug. Device manufacture dates: lot j3348953 may 28, 2014, lot j3319940 april 22, 2014..

Event description:
The customer reported it was identified the rod was dislodged, therefore, a revision surgery was scheduled. During the revision surgery they identified the plug was hanging on by one thread and the upper three plugs were also very loose. The surgeon had to replace one screw because it had loosened as well; the customer states probably due to tremors.

Manufacturer narrative:
The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore, a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. File one of two for the same event.